Event description:
It was reported that pump screen became frozen and did not respond to customer touch, preventing customer from interacting with pump. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions for complete pump reset, and chose to reset pump as advised.